Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2014, this patient underwent endovascular treatment for a type b uncomplicated aortic dissection and was implanted with gore® excluder® aaa endoprostheses (pxt261414/11132081 and pxc161400/10667830). An aortic branch vessel procedure was also performed on the left renal artery, in which an uncovered balloon expandable stent (unknown manufacturer) was placed. The patient tolerated the procedure and was discharged on (B)(6) 2014 with no reported endoleak or other complications. On (B)(6) 2014, follow up computed tomography angiography (cta) determined the maximum diameter of the aortic aneurysm/lesion measured 37mm. On (B)(6) 2015, follow up computed tomography angiography (cta) determined the maximum diameter of the aortic aneurysm/lesion measured 36mm. Additionally, the cta showed complete expansion of the true lumen by the graft; and thrombosis of the false lumen at the abdominal aorta, but persistent re-entry immediately below the superior mesenteric artery(sma). On (B)(6) 2015, the patient underwent embolization of the re-entry tear using onyx to avoid the dilatation of this segment. The patient tolerated the procedure.

Manufacturer narrative:
(B)(4). Patient medications include but are not limited to: anti hypertensive drugs.

Event description:
On (B)(6) 2014, this patient underwent endovascular treatment for a type b uncomplicated aortic dissection and was implanted with gore excluder aaa endoprostheses (pxt261414/11132081 and pxc161400/10667830). An aortic branch vessel procedure was also performed on the left renal artery, wherein it was stented with a stent express - sd (boston scientific) endoprosthesis. The patient tolerated the procedure and was discharged on (B)(6) 2014 with no reported endoleak or other complications. On (B)(6) 2014, follow up computed tomography angiography (cta) determined the maximum diameter of the aortic aneurysm/lesion measured 37mm. On (B)(6) 2015, follow up computed tomography angiography (cta) determined the maximum diameter of the aortic aneurysm/lesion measured 36mm. Additionally, cta showed complete expansion of the true lumen by the graft and thrombosis of the false lumen at the abdominal aorta and a persistent re entry tear immediately below the superior mesenteric artery (sma), reported to be an extension of the previous dissection. On (B)(6) 2015, the patient underwent embolization of the re-entry tear using onyx glue to avoid dilatation of this segment of the vessel. The patient tolerated the procedure. The new segment of the dissection is reported as stable.